Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump continued to emit loss of prime alarms after changing the cartridge multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: there were multiple loss of prime warnings observed in the black box history from a low non-zero force. The pump powered on and performed ¿ez-prime¿ steps successfully with no loss of prime reoccurring. The force sensor calibration and force sensor resistance were found to be out of required specifications when reviewed. The pump was exercised for 24 hours with no additional loss of prime warnings occurring. There was no contamination found to the force sensor when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.